Event description:
The customer reported an uncontained clear fluid leak of 5ml from pinch valve vl46b on a coulter lh 750 hematology analyzer. There were backwash tank not full error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found a leak at pinch valve vl46b. The fse replaced the tubing at vl46b and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).